Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The account reported that the patient expired on (B)(6) 2021. The cause of death was unknown as the patient was found down at home and it was unknown if an autopsy was performed. The device reportedly operated at intended during the time of support and the patient¿s death was not considered to be device related. It was also communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. The cause of death was unknown as patient was found down at home. It was unknown if an autopsy was performed.